Event description:
It was reported that the catheter was leaking.

Manufacturer narrative:
No device samples were returned for evaluation. A review of the manufacturing records was not possible as the lot number of the device was not provided. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.